Event description:
Noise was displayed on the atrial and ventricular channel. The noise appeared to be myopotential signals due to possible lead insulation abrasions. The signals were reproducible. At this time, the patient is in a nursing home and is undergoing radiation treatment for cancer. Physician will revisit the possibility of lead revision surgery at the conclusion of the radiation treatment.